Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the coupler unit had poor watertightness, resulting in a loss of water-tight integrity during inspection for use of an olympus camera head. No patient involvement was reported.